Event description:
It was reported that a patient underwent a recurrent, laparoscopic, intra-peritoneal onlay mesh, ipom, placement to repair an inguinal hernia on (B)(6) 2010 and mesh was used. Post-operatively, the patient reported that he had developed a recurrence but no procedure was performed. The patient was seen in (B)(6) 2011 and the recurrence was confirmed. The patient reported disabling symptoms of pain and movement limitations when climbing stairs and doing exercise. The patient is taking unspecified medication for the pain.

Manufacturer narrative:
(B)(4): hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The recurrence was noted as of (B)(6) 2011. The event was noted as mild intensity and ongoing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.